Manufacturer narrative:
The field engineer who serviced the unit reported, the customer would turn the system on and the console display would say that the system needed calibration, while in the application mode. The images looked bad, but the doctor insisted on finishing his patient. The field engineer determined that this is caused by low cpu battery. Once the service engineer replaced the cpu battery and calibrated the unit, the unit was operating properly. The user manual states that if the "system setup required" is displayed, calibration is required. The cpu battery is to be checked during periodic preventive maintenance and replaced. Hologic was unable to obtain pm records for the above listed unit from the service provider. Based on the information obtained, the conclusion is that the unit operated as designed.

Event description:
Hologic received a report on 10/6/2007 from ge, who functions as a service provider for the hospital that owns the unit, that the ep lab calibration system failed allowing the user to make fluoroscopic images. This may expose patient to excess radiation. After calibration and configuration, the unit operates properly.